Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The product has not been received to evaluate. A qualified viscoelastic was indicated. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via regulatory agency that during intraocular lens (iol) implantation, the lens did not deploy. Additional information has been requested.